Event description:
It was reported that during an embolization treatment procedure, the coil became stuck protruding from the tip of the diagnostic catheter. Vascular access was obtained via the right femoral. The target vessel was the moderately tortuous left internal iliac artery. Another manufacturers' 5f .035" catheter was advanced to the vessel and a .035 interlock coil was successfully deployed. This 8mmx20cm .035 interlock 2d coil was then advanced through the catheter without issues. The catheter was flushed prior to inserting the coil. The coil was approximately 80% deployed in the vessel when the physician pulled the coil back into the catheter to further manipulate the coil. The coil then detached from the pusherwire in the catheter. The physician attempted to push the coil unsuccessfully. The physician then attempted to flush the coil out with saline, this was also unsuccessful. The catheter was then removed from the patient with approximately 30-40% of the coil exposed from the tip of the catheter. No part of the coil broke and nothing was left inside the patient. The physician was satisfied with the one coil and the procedure was concluded at this point. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil became stuck protruding from the tip of the diagnostic catheter. Vascular access was obtained via the right femoral. The target vessel was the moderately tortuous left internal iliac artery. Another manufacturers' 5f .035" catheter was advanced to the vessel and a .035 interlock coil was successfully deployed. This 8mmx20cm .035 interlock 2d coil was then advanced through the catheter without issues. The catheter was flushed prior to inserting the coil. The coil was approximately 80% deployed in the vessel when the physician pulled the coil back into the catheter to further manipulate the coil. The coil then detached from the pusherwire in the catheter. The physician attempted to push the coil unsuccessfully. The physician then attempted to flush the coil out with saline, this was also unsuccessful. The catheter was then removed from the patient with approximately 30-40% of the coil exposed from the tip of the catheter. No part of the coil broke and nothing was left inside the patient. The physician was satisfied with the one coil and the procedure was concluded at this point. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
A delivery wire, coil, and non-bsc 5f .035" catheter were returned for analysis. The coil was protruding from the distal tip of the catheter covered in dried blood. The delivery wire was returned outside the catheter. An examination of the delivery wire noted kinks 77 and 78cm from the distal end. The coil was stuck in the catheter 55.6cm from the proximal end. The catheter was cut and the coil was removed with difficulty due to the presence of dried blood. The coil was inspected and found to be extremely stretched at the proximal end and the interlocking arm was pulled off. The coil was inspected for the presence of weld evidence and there was weld presence found. The interlocking arm of the delivery wire was inspected and no damage was noted. The zap tip shape and surface of the coil was smooth. The delivery wire dimensions were found to be within specification. The coil dimensions which could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related for two reasons. The device was not used in accordance with the continuous flush directions of the dfu - "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." Also, an incompatible catheter was used during the procedure - "the interlock" - 35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device. The interlock- 35 fibered occlusion system will encounter significant resistance when advancement through a soft wall delivery catheter is attempted." (B)(4).